Event description:
The handpiece's 'coag' function automatically activated.

Manufacturer narrative:
Conmed electrosurgery was in receipt of one goldline 'a' handpiece. Conmed's investigator subjected the returned handpiece to an electrosurgical unit (esu) interface test, which simulates actual use. The sample had failed as the 'coag' function had activated automatically. The investigator dissected the handpiece and observed the 'coag' contact was bent which had caused the self-activation. The manufacturing facility has been made aware of this reported malfunction.